Manufacturer narrative:
The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 22 feb 2012, it has been in distribution beyond its useful life at the time of the complaint. Since the product was beyond its useful life at the time of the complaint and this is not a product nonconformance and meter is functioning as intended. Meter (B)(6) has been returned and investigated with retained test strips and a retained battery. Meter powered on with button depression and test strip insertion. A blank screen was not observed. No malfunction or product deficiency was identified. Extended investigation has been performed again . Incorrect date issue was observed and determined that there was no indication that the product did not meet specification. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 22 feb 2012, it has been in distribution beyond its useful life at the time of the complaint. Since these meter was manufactured in 2012, this meter will be unable to be set passed 2021 due to old firmware. Since the product was beyond its useful life at the time of the complaint and this is not a product nonconformance and is functioning as intended, issue will be not confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h11 (addtl mfg narrative) was incorrectly documented in the follow up report 2 . Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated with retained test strips and a retained battery. Meter powered on with button depression and test strip insertion. A blank screen was not observed. No malfunction or product deficiency was identified. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 22 feb 2012, it has been in distribution beyond its useful life at the time of the complaint. Since the product was beyond its useful life at the time of the complaint and this is not a product nonconformance and meter is functioning as intended. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(4) has been returned and investigated with retained test strips and a retained battery. Meter powered on with button depression and test strip insertion. A blank screen was not observed. No malfunction or product deficiency was identified. The complaint was not confirmed. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 22 feb 2012, it has been in distribution beyond its useful life at the time of the complaint. Since the product was beyond its useful life at the time of the complaint and this is not a product nonconformance and meter is functioning as intended. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.